Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
It was reported that the patient's ipg was not holding a charge. The patient underwent ipg replacement procedure. No malfunction suspected. The patient was doing well postoperatively.